Manufacturer narrative:
E1: patient city: (B)(6) patient country: denmark. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in denmark. It was reported that the patient experienced low blood glucose event on (B)(6) 2026.the patient received treatment with carbohydrates, after which the event resolved. No further information is available.